Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope bending section rubber glue was found cracked. There was no patient involvement.